Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised 23 months post-implant due to early femoral loosening.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the femoral component were reviewed and no deviations or anomalies were identified. Compatibility was reviewed for the devices involved with no issues noted. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the femoral component. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Intra-operative photographs of the explanted device show that no bone cement adhered to the femoral component when the device was explanted. A definitive root cause cannot be determined with the information provided.